Event description:
Additional information was reported that the high impedances were not resolved through the ins replacement. The md wanted the manufacturer representatives' (rep) to program around the electrodes with the high impedance without affecting the patient's coverage. The md felt the risk was too high to revise the leads. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a710, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported patient has high impedances but has been able to increase voltage to a point where they are able to get some sort of therapy. Patient is having ins replacement on (B)(6) 2019 (hcp wants to leave extensions and leads as is) and caller inquired about replacement ins options. There was concern that the patient will likely encounter out of regulation (oor) issues due to high impedances. Caller indicated it is unknown if high impedances are due to a system issue or anatomy since this is off label use and leads are occipitally placed. The impedance issues were noted on (B)(6) 2019 with high impedances on electrodes 1 through 3 and power on reset (por). It was suggested testing impedances intra-op to identify source of high impedances since if they are on the extension(s), they could replace those and leave leads in-tact and use a rechargeable ins. If impedance issues are on the lead or physician wants to only change the ins, then the only other option is a primary cell device. No patient symptoms were reported. Caller inquired about prime cell longevity and provided setting below. Caller stated they won't be using program a1 going forward as that is the lead with high impedances. A2 1.2v, 210 pw, 60 rate a3 1.9v, 450 pw, 60 rate a4 2.0v, 450 pw, 60 rate 12 hours/day. Caller didn't have the (rapid) impedance but indicated all programs are configured with double guarded cathode and electrode impedances are around 900 ohms (tss used 900 ohms for calculation). Estimation - 70 months. Caller stated they are going to be intra-op impedance testing and inquired about setting up lead configuration on wireless external neurostimulator (wens). It was reviewed that with the type of extensions being used, they would need to pick a 1x8 lead and know which contacts. Caller suggested that app contain option to select extensions for the lead/system configuration, not just the leads. Caller stated they tested impedances and were good, they were implanting new rechargeable ins and keeping existing leads/extensions. It was reviewed how to set up lead configuration with the new ins. No patient symptoms were reported. No further complications were reported/anticipated.